Event description:
It was reported that during an unk procedure, the clips will not hold after placing. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
D4, h4, 6: info anticipated, but unavailable at this time.